Event description:
During a laparoscopic hernia repair the ted12 balloon had an air leak and would not inflate. A second device was used without incident. There was no consequence to the pt.

Manufacturer narrative:
The product complaint analysis team has completed its investigation of the device which was returned to the co. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: balloon condition, torn; cam condition, desufflation lever condition, extension condition, inner gasket condition, outer gasket condition, and sleeve condition, good; and stopcock condition, partially open. Functional tests & results: balloon inflation test, could not insufflate. Analysis conclusion: based upon the inquiry info received and the visual examination, it was concluded that the balloon had torn at the distal tip, making the instrument non functional. The instrument was received with the balloon torn at the distal tip. The tear was approx. 3/8" in length. The instrument and balloon were covered with dried body fluids. The instrument would not function as designed due to a tear in the distal tip of the balloon. No conclusion could be reached as to how the balloon had become torn. Each instrument is evaluated during the assembly process to ensure that it functions properly. Co strives to understand each incident as it occurs in order to continuously improve co's products.